Event description:
The customer reported the ventilator alarmed with 24 volt failure occurrence. The customer reported there was no patient involvement.

Manufacturer narrative:
Duplicate of pr#(B)(6) / MDR# 2031642-2015-01043 no further investigation required. Contact office: (B)(4).

Event description:
The customer reported the ventilator alarmed with 24 volt failure occurrence. The customer reported there was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.